Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this pacemaker device had only lasted for three years and device had now reached elective replacement indicator (eri). The field representative had asked if boston scientific technical services (ts) can determine previously programmed parameters when the device was returned. Ts discussed longevity issue and requested for more information. Pacemaker device was then explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.